Event description:
As reported, during use in a patient, a swan-ganz pacing catheter did not pace at all. When this catheter was replaced, the problem was solved. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned bipolar pacing catheter. The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition of distal circuit, and the proximal circuit had an intermittent condition when flexing the tip area of the catheter. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. It was observed that the distal leadwire was broken at the tip. Continuity testing confirmed an intermittent condition of the proximal circuits around catheter tip. The insulation of proximal leadwire was missing until 4.5 cm from tip of leadwire. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for more than 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information and previous evaluations, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. Per manufacturing procedure, units undergo a continuity test on the proximal and distal electrodes. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.